Event description:
A customer contacted beckman coulter inc. (Bci) to report a previously pierced act 4c+ low control was leaking after being placed on the counter. The instrument associated with this event is the coulter act differential 2 analyzer. The customer was wearing personal protective equipment (ppe). The operator did not seek medical attention. No death nor injury and no exposure to open lesions or mucous membranes.

Manufacturer narrative:
Service was not dispatched for this event. The customer replaced the act 4c+ control. A clear root cause can not be determined for this event.